Manufacturer narrative:
Conclusions: based on the received information from the field, the recipient was explanted due to recurrent post-operative infections over the implant site leading to exposure of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. However, two device-related revision surgeries have been performed to thin the skin flap and change the implant magnet, which might have contributed to weakening of the skin and the observed event. The explanted device has been discarded and the active electrode array was left in cochlea for possible later re-implantation. This is a combined initial and final report.

Event description:
The recipient was seen on (B)(6) 2018 because there was a small hole in the skin behind the pinna and the cochlear implant (the lower part near the nitinol cable) could be seen. For later information, the extrusion was slightly above and behind the processor, near the connection between the cable and the sonnet processor. The surgeon confirmed infection was present. The recipient has had 2-3 infections since implantation and was treated with antibiotics, but the infection returned. The recipient was explanted in (B)(6) 2018. The device was discarded and array left in the cochlea.